Event description:
Warranty service for monitor coming in a second time with the same problem. Calculation step not working, or working intermittently. There was pt contact but no injury was reported.